Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultralink meter prompted an error 2 message. The patient stated he had symptoms of sluggishness, which began during the issue. The patient did not take any action regarding diabetes treatment as a result of the reported issue. There was no medical attention sought due to the issue. The product is not new. The patient's testing technique was correct. The test strips were in good condition. Upon retest with a new vial of test strips, the issue was not resolved. The meter was replaced. This complaint is being reported because the error 2 message was not resolved upon troubleshooting. The product did not cause or contribute to injury because the patient's symptom is not necessarily related to diabetes and the symptom happened during the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.